Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected sample was received with approximately 60 ml of fluid in the reservoir. When the fill-port cap was removed, no evidence of leak/backflow was observed at the fill-port. A functional test was subsequently performed by manually filling the reservoir with green-colored water to its nominal volume. During and after fill, no evidence of leak/backflow was observed at the fill-port. The reported condition was unable to be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported the backflow of saline while filling an infusor elastomeric device. This event did not involve a patient. No additional information is available.